Manufacturer narrative:
The serial number of the coguchek inrange meter is (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The patient has antiphospholipid antibodies. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Section e3: occupation is patient/consumer.

Event description:
It was reported that a patient received questionable results when tested with a coguchek inrange meter. A sample from the patient was tested using the meter, resulting in a value of 6.2 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.57 inr. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 6.4 inr. Around a half an hour later, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.61 inr. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 4.5 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.02 inr. The patient's therapeutic range is 2.5 - 3.0 inr.